Event description:
Compared unistrip blood glucose strip tests to the one touch ultra and received excessively high readings. For a person taking insulin this could be a significant life-threatening error.